Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "vascular disorders or damage (including thrombus)." This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2012-02338 / 2016-02752 / 02754 / 02755 / 02756 / 02776). Device location unknown.

Event description:
Patient underwent a surgical evacuation of a hematoma formation approximately 3 months post-implantation.